Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On 1-23-2025, the following information was reported: it was reported that a cartridge alarm occurred during the load sequence. D1, d4 (catalog number, serial number, unique identifier), g4 (PMA/510k number), h4, h6 (remove code 1503, add code 1384) on 1-23-2025, the following information was reported: it was reported that a cartridge alarm occurred during the load sequence. D1, d4 (catalog number, serial number, unique identifier), g4 (PMA/510k number), h4, h6 (remove code 1503, add code 1384).